Event description:
It was reported that the user experienced a low blood glucose event with a reported value of 56 mg/dl while using the ilet and elected to discontinue pump use and return to multiple daily injections; review of device reports indicated two consecutive meal announcements preceding the event, consistent with a use-of-device problem, and the user described difficulty remembering actions, which likely led to an accidental duplicate meal entry. Symptoms included dizziness, shaking/tremors, muscle weakness, and lethargy consistent with hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a use-of-device problem associated with meal announcement workflow; an appropriate component term was not available. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.